Event description:
It was reported that the device had early battery depletion and the right ventricular lead had high threshold. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076-45 lead, implanted (B)(6) 2010. (B)(4).